Event description:
It was reported that during cleaning and sterilization, three cementless tibial inserters were identified to be damaged. Two inserters had a fractured metal tip, while the third had a fractured blue plastic pad. Attempts have been made and no further information has been provided at the time of this report.

Manufacturer narrative:
(B)(4). D10 - associated medical instruments: oxf cmntls implant insert; item# 32-422097; lot# zb7232850 oxf cmntls implant insert; item# 32-422097; lot# zb7251516 g2 - foreign: event occurred in germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.